Event description:
The customer reported that the central nurse's station (cns) was down. After troubleshooting with the customer, we found that it was an issue with the ups that the cns was plugged into which was unable to get power. The cns was plugged directly into power outlet and the cns came back up.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer nurse brinkly reported that cns was down and would not power up. After troubleshooting with customer, nk tech support discovered the ups was unable to power up. Once the cns was plugged directly into the wall outlet, bypassing the ups, it successfully turned on. Nk tech support stated on (B)(6) 2019 that no power issues reported by customer leading up to this event. Nk installer svein dalen confirmed that ups install date was (B)(6) 2018. The ups was installed by svein and had the documentation of successful installation. Ups was sent to nka for evaluation. The model/serial number are: (B)(6). This ups unit was then sent to the manufacturer, powervar, for failure analysis. Service requested: investigation. Service performed: investigation. Investigation result: powervar, visually inspected the tested the device. No damages were noted. The ups powers up with no problem and operated normally, in both ac and dc modes. Based on the information available from the complaint report and powervar's finding, the root cause is uncertain. Cns device ((B)(4) sn (B)(6)) was put into service on (B)(6) 2018. Service history for this device shows no other relevant incidents. Investigation conclusion based on the information available from the complaint report and powervar's finding, the root cause is uncertain.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was down. After troubleshooting with the customer, we found that it was an issue with the ups that the cns was plugged into. The ups was unable to provide power. Later the cns was plugged directly into power outlet and the cns came back up. The ups is a third party device not manufactured by nihon kohden. No patient harm reported. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Product code: since the ups is not a medical device unit, it will not have a 510k number or a UDI number. In order to generate the pdf MDR report for this complaint record, nihon kohden added the cns product code instead of the ups. (B)(4). The following devices were being used in conjunction with the ups: concomitant medical product central nurses station (cns). Model: pu-681ra. Serial number (B)(4).

Event description:
The customer reported that the central nurse's station (cns) was down. After troubleshooting with the customer, we found that it was an issue with the ups that the cns was plugged into which was unable to get power. The cns was plugged directly into power outlet and the cns came back up.